Event description:
It was reported to resmed that an astral device displayed an error message (sf188) indicating a safety assert system fault. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation could not confirm the reported complaint. The main circuit board and pneumatic block were replaced as a precaution to address the reported issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) indicating a safety assert system fault. The device was not in patient use when the reported event occurred.